Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain. The cause was unknown. On the same date as onset, the patient was hospitalized and was discharged after four days. The patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported) and fortum injection (1gm, route, frequency and duration were not reported) both ongoing for peritonitis. At the time of this report, the patient recovered from the event. Action taken with pd therapy was not reported. No additional information is available.